Event description:
It was reported by svc report that it had a dark screen and if the bed controls were touched, it would take the brake off and go into neutral. There was pt involvement, however, no adverse consequences are reported.